Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported that the device would not feed the clips into the jaws. Another device was used to complete the case. There was no consequence to the patient.